Event description:
The following has been reported: biomed reported: "sn: (B)(6) service needed message on display red flashing led logs included". No patient harm. A preliminary review identified the following issue: electrical hardware failure (12v) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to electrical hardware failure (12v). Upon return, the device started up with state 1 alarm. Mock infusion could not be performed due to error. Fva pins and compressor do not activate during start up. Log files indicate pneumatic valve actuation failure (valve 1). Installed engineering test pneumatic assembly and error still active. Installed test engineering fva assembly and error still active. The main pcba is not supplying 12v to sub assemblies. The main pcba will be removed and replaced during repair process.